Manufacturer narrative:
MDR 9618003-2019-11054/ device 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the skin barrier felt stiffer and not as flexible. The product was used by the patient. No photo is available at this time.